Event description:
It was reported that the left ventricular (lv) lead with this cardiac resynchronization therapy pacemaker (crt-p) was noted to be exhibiting oversensing. Boston scientific technical services (ts) discussed lv sensitivity and recommended potential programming changes. This device and lead remain in service. No adverse patient effects were reported.